Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed the manual test and the autotest. It appears the asic's and/or internal components have failed causing no output signals. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of a neurostimulator receiver and leads on (B)(6) 2005. It was reported that the patient felt intermittent overstimulation. A new transmitter was used with the system and the results were the same. An x-ray was taken which confirmed the leads were connected properly and that there were no visible bends or breaks in the leads. On (B)(6) 2009, the physician explanted the receiver and replaced it with an ipg. The explanted receiver was returned to ans for evaluation. There is no further information available.